Event description:
The customer complains about blood leak during treatment. Blood flow rate: 112 ml/min. Tmp: 120 mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
No failure was found during investigation.